Event description:
On (B)(6) 2014, the reporter contacted animas, alleging an issue with call service alarms. No additional information was available. Several attempts by the customer support to follow-up on the matter with the reporter were unsuccessful. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04-jan-2019 with the following findings: a review of the pump¿s black box showed no call service alarms. No data from the time of the reported alarms due to continued use of the pump. During testing, the pump was powered on to the verify screen with audio tones and vibrations functional. No alarms occurred during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.